Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic coma and loss of consciousness.

Event description:
Patient contacted dexcom on 05/06/2016 to report that they experienced an adverse event on (B)(6) 2016. Patient stated that they were driving home and blacked out due to diabetic coma. The patient hit one car and slid, then hit two or three others. The paramedics came and took the patient out of their totaled truck. The next thing the patient was able to remember was being in the hospital. Patient was admitted on (B)(6) 2016, and had a CT scan as well as an x-ray performed. Patient did not sustain head trauma or a concussion. The patient was discharged from the hospital on (B)(6) 2016. No medications were prescribed. There was no alleged device malfunction. At the time of contact, the patient was in okay condition. No additional event information was provided.